Event description:
Dr reported a file separated in canal during procedure. The canal was filled with the separated piece in-place and the pt is being monitored. There is no report of pt injury.

Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. This event, therefore, is reportable per 21cfr part 803. Device was discarded and therefore, not returned for eval. Also, the lot number is not known for retained-product testing and/or DHR review. Further info regarding pt status will be submitted if it becomes available.